Event description:
This lead was explanted and replaced because it had dislodged the day after implant. The physician tried to reposition it but the helix wouldn't retract either inside the body or out after it was extracted. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.